Event description:
It was reported that the lead had fractured and the ICD delivered inappropriate shocks. The lead was replaced. Attorney alleges the plaintiff suffered severe and permanent physical injuries and has endured substancial pain and suffering.

Manufacturer narrative:
Asku